Event description:
The customer stated that he was connected during priming and inadvertently delivered 180 units of insulin into his body. The customer stated that he was going to the hospital to prevent a possible hypoglycemic event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.